Manufacturer narrative:
External insulation abrasion was noted at 12.5 - 12.8 cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 41.5 - 41.7 cm and 41.8 - 42.2 cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.0 - 10.8 cm and 11.9 - 12.9 cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 4.8 - 5.0 cm and 5.1 - 5.7 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.6 - 43.0 cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.7 - 14.6 cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 17.5 - 17.6 cm and 19.4 - 19.5 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of insulation abrasion, noise, sensing anomaly, high capture threshold, and high hv lead impedance.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, noise and sensing anomaly on the rv lead was observed. It was also noted that the rv pacing threshold was elevated and hv lead impedance was higher than upper limit. The device was reprogrammed few years ago. Externalized conductors were observed on fluoroscopy. The lead was explanted and replaced. Patient¿s condition was stable before, during and after the procedure.